Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to acquire a 12 lead reading during attempted patient monitoring. It was noted that the 5 lead and 3 lead options still worked as intended. There was no reported adverse event to the patient or user as a result of the issue. Following the alleged failure, a second defibrillator was utilized to successfully monitor the patient. Following the event, the device was tested on a staff member and a 12 lead reading was successfully acquired.